Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received 6 inappropriate shocks due to an atrial tachycardia episode. The therapy changed the event morphology. Boston scientific technical services (ts) discussed programing optimization suggestions and the following physician stated the patient might need an ablation. Additional information was received stating this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to an atrial driven arrhythmia. Technical services (ts) reviewed and provided assistance. This device remains in service. No additional adverse patient effects were reported.